Event description:
It was reported that the patient's ipg had unexpected longevity, the device was explanted and replaced. Additionally, the right ventricular (rv) lead had high thresholds. The physician noted insulation damage and an exposed coil in the pocket. The rv lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).